Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they experienced high blood glucose. The customer blood glucose level was 462 mg/dl at the time of incident. Customer was reported the cannula bent .troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button. No unexpected insulin flow blocked alarms were noted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.